Manufacturer narrative:
The user facility did not respond to repeated requests for information. The cause of the event remains unknown.

Manufacturer narrative:
Device not returned.

Event description:
It was a long case, over 7 hours, and patient came out with a stage 2 lesion on the face which required attention.